Event description:
The customer reported to olympus that there was a broken gray connector the endoscope reprocessor. During the inspection on site by the olympus field service engineer (fse), a piece of the gray connector center was missing; this broken piece was replaced by fse. There was no patient harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility, and upon evaluation, the customer¿s allegation was confirmed due to a missing piece of the gray connector center. The device was repaired on site by fse, and this equipment was repaired and verified according to the original equipment manufacturer's instructions. The software attributes were also verified and confirmed. Customer was advised to call olympus technical assistance center if any additional malfunctions or device issues are noticed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the connecting tube was disconnected as the connector loosened and came apart. It¿s likely the user applied stress to the connector toward loosening direction and the stress was accumulated, which may have resulted in the reported event. Likewise, it¿s probable the event may have occurred because the connector was hit by something hard. A definitive root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3. Inspection before use. 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿. Olympus will continue to monitor field performance for this device.